Event description:
Report of explant due to "infection at cath site" rec'd per the annual device report. Repeated requests have been made for more info regarding the event and pt status. The pt rec'd a new implant in 2000. The date of explant of the reported system is not known. Follow up info will be provided per a supplemental medwatch report when rec'd.